Event description:
The reporter contacted animas on (B)(6) 2013 alleging the pump emitted a ¿no cartridge detected¿ alarm. The reporter stated that the patient ¿used different cartridges¿. During a follow up phone call with the patient, the patient stated he could not remember when this alarm occurred. The patient further commented that he believed a call service alarm occurred immediately after the ¿no cartridge detected¿ alarm. The patient reported that he removed the battery then reinserted it and pump rebooted. The patient stated the pump successfully completed a full rewind, load a prime sequence. The patient stated he had lost confidence in the pump due to multiple warnings and alarms emitted by the pump. This complaint is being reported because the alleged load step malfunction remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.